Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens -18.0 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports excessive vault, elevated iop, and significant reduction of irido-corneal angles (ica). Reportedly, the lens remains implanted. The cause of the event is reported as a patient-related factor: "excessive vault, shallow anterior chamber, wtw imprecise."

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens -18.0 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports excessive vault, elevated iop, and significant reduction of irido-corneal angles (ica). On (B)(6) 2022 the lens was exchanged for shorter length lens and the problem resolved. The cause of the event is reported as a patient-related factor: "excessive vault, shallow anterior chamber, wtw imprecise." Claim # (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens -18.0 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports excessive vault, elevated iop, and significant reduction of irido-corneal angles (ica). Reportedly, the lens remains implanted. The cause of the event is reported as a patient-related factor: "excessive vault, shallow anterior chamber, wtw imprecise."